Event description:
Info received indicates the brake and brake/steer casters will not set at the foot end of the bed.

Manufacturer narrative:
The account found the welds were broken on the brake steer rod at the foot end of the bed where the toggle is located. He replaced both rods to repair the bed.